Event description:
The customer reported that his olympus visera pro xenon light source's front panel was blinking during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel was found flashing during evaluation. Additionally, the operation was slow due to a mesh turret failure. Insufficient lighting was also noted due to dirt on the turret filter. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received from the customer stating that the event occurred before the start of a therapeutic laparoscopic cholecystectomy procedure and the problem did not recur when the power was turned off and on again; therefore, completing the procedure using the same equipment with no delay, with no additional treatment or surgical procedures performed, and no injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the front panel was flickering, and information was obtained that it was due to a turret motor failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.